Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of test results reported of 291 and 273 mg/dl using truemetrix meter and test result reported of 183 mg/dl using dr.'s device. The customer's expected fasting blood glucose test result range is 130 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/30/2017 and open vial date at time of call is two weeks ago. The customer stated he is insulin dependent. The customer stated that his doctor said that his a1c came out to 8.3% and had the meter been correct, based on the results its giving, his a1c reading should have been between 11.5-12.5. The meter memory was reviewed for previous test result history: : 273mg/dl (B)(6) 2016 09:07 am fasting: yes. : 291mg/dl (B)(6) 2016 09:07 am fasting: yes. : 224mg/dl (B)(6) 2016 07:17 am fasting: yes. : 278mg/dl (B)(6) 2016 11:08 am fasting: yes. : 229mg/dl (B)(6) 2016 11:05 am fasting: yes. Memory concerns: 273 291 224 278 229mg/dl.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of test results reported of 291 and 273 mg/dl using truemetrix meter and test result reported of 183 mg/dl using dr.'s device. The customer's expected fasting blood glucose test result range is 130 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/30/2017 and open vial date at time of call is two weeks ago. The customer stated he is insulin dependent. The customer stated that his doctor said that his a1c came out to 8.3% and had the meter been correct, based on the results its giving, his a1c reading should have been between 11.5-12.5. The meter memory was reviewed for previous test result history: 273mg/dl 12/02/2016 09:07 am fasting: yes; 291mg/dl 12/02/2016 09:07 am fasting: yes; 224mg/dl 12/01/2016 07:17 am fasting: yes; 278mg/dl 11/30/2016 11:08 am fasting: yes; 229mg/dl 11/30/2016 11:05 am fasting: yes. Memory concerns: 273 291 224 278 229mg/dl.